Event description:
It was reported the pt does not have stimulation therapy, and the pt cannot locate her scs ipg using external devices. The pt is pending a follow-up with her physician and a sjm rep to evaluate the issue and discuss removal of her scs sys.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.